Event description:
The consumer reported there was sharp shooting pain where the battery was located. Every once in a while; it felt like she was stabbed in the back. It hurt mostly when she was sitting or lying down or when leaning against the device. She was hurt when standing also. The patient noted that the site felt kind of warm but she might have just been thinking that. There was no fall, trauma, medical test or electromagnetic interference related to this issue. The patient was going to follow up with the health care professional. She was indicated for fecal incontinence and gastrointestinal/ pelvic floor. There was no further information provided about this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.